Event description:
I had used the dexcom g7 device for about 4 months to monitor my bs, without any local side effects on the site where the sensor was placed. Suddenly in (B)(6) 2025 I woke up to a rash, itching. The sensor was giving false low blood sugar and was not lasting for the 10 days period. It was expiring at 5, 7 days. I contacted the company that was sending me the device, which addressed me to contact the manufacturer. I explained what I have previously stated and asked about the content of the adhesive (which was painful to remove at this point). They took note of it and send me 4 new sensors to compensate for the ones that didn't last for 10 days. I was told that the adhesive was latex-free (I'm not allergic to latex) and the company had increased the amount of the adhesive to stay longer in place, because customers had complained about the sensor falling off the arm. I contacted the company twice with the same information. I don't know if this allergic reaction has been reported by other patients. No tests - I took pictures of my upper arm. Patient codes: 2033, 1943, 1994, 1907. Device code: 2460, 1528. Reference reports mw5184460, mw5184462, mw5184463.